Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: d364drg ICD; implantation date (B)(6) 2014. (B)(4).

Manufacturer narrative:
Corrected data: product event summary : the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed there was t wave oversensing noted on the electrograms (egms) (B)(4).

Event description:
It was reported that after the implant procedure, the patient received several inappropriate shocks due to t-wave oversensing. The device was initially reprogrammed and later explanted and replaced. No further patient complications have been reported as a result of this event.